Event description:
It was reported that during a pleurectomy procedure, while trocar was in patient the trocar broke. When surgeon removed the broken trocar and examined it, a small piece was unable to be found. The surgeon is suspicious that it could be lost within the patient. The surgeon has reported it as an incident and explained to the patient what has occurred. The surgeon has kept the trocar. The condition of the patient immediately following the event was stable.

Manufacturer narrative:
(B)(4). To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.